Event description:
It was reported that the 9800 system had a "popping" sound (loud noises) in the tank area, during a case. The case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage tank and tuning inductor. Performed a filament calibration. The system was tested and found to be working as intended and placed back into service.